Event description:
It was reported that the patient presented for an explant procedure. During the procedure, it was noted that the lead had difficulties being removed from the pacemaker header. The lead was successfully removed from the pacemaker and the pacemaker was explanted. The patient experienced no consequences.

Manufacturer narrative:
The reported event of lead being unable to be removed from the header was not confirmed. Analysis found that the rv-setscrew and connector block were destroyed from being drilled out in the field which was done to free the lead. A full analysis of the problem cannot be performed due to the setscrew and connector block being destroyed on the field. There were no other anomalies seen.